Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 440 mg/dl at the time of hospitalization. The customer reported they were admitted into the intensive care unit. The cause of the customer's hospitalization was also from diabetic ketoacidosis. The customer stated they did not receive insulin from the insulin pump, causing the hospitalization. The customer stated they did not receive a no delivery alarm on the insulin pump. Customer stated they were wearing the insulin pump at the time of hospitalization. The customer declined to return the insulin pump for analysis.